Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve did not fully expand, and resulted in severe paravalvular leak (pvl). Multiple balloon aortic valvuloplasty (bav) attempts were unsuccessful. Subsequently, a second transcatheter bioprosthetic valve was implanted slightly deeper that the first valve and resolved the pvl. No adverse patient effects were reported.